Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies and administered manual insulin injection. Customer's blood glucose was 178 mg/dl.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies and administered manual insulin injection. Customer's blood glucose was 178 mg/dl. Customer reverted to manual insulin therapy.